Event description:
It was reported that the pt could feel the leads move in the "lower part of her spine", and felt a "sharp tearing pain" while bending over. Stimulation is on and the pt is comfortable. The pain started on (B)(6) 2011. The pt lifted a cement block last week, but did not think that was the cause of the pain. The pt's doctor recommended an xray. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).